Manufacturer narrative:
Investigation included technical support assessment and user education. Investigation of this case revealed user setup error and device functioning as designed when the sensor is initiated per instructions. It was concluded that the event was due to user setup error and not a device malfunction.

Event description:
It was reported that a user newly using a libre 3 plus sensor started the sensor with the manufacturer¿s app, which prevented pairing to the ilet, and customer support provided education that libre sensors must be started with the ilet app to establish connection. Symptoms included no sensor data available to the ilet. Outcomes included the user electing to use backup therapy until the sensor session ends.